Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that there was poor communication and the implant went dead at an unknown date. The last time that the device had been charged was asked but unknown and stated to be over a month ago. It was noted that in the past when this occurred they contacted a representative who directed the consumer to press certain buttons to resolve it. The consumer could no longer remember which buttons to press. It was stated that this may have occurred 2-3 times in the past. The patient had past overdischarges at asked but unknown dates. It was noted that the reposition antenna screen was seen on (B)(6) 2017. No patient symptoms were reported. Health care provider (hcp) listings were provided. No further complications were reported.